Event description:
The thermachoice endometrial ablation balloon that was placed into the endometrium would not hold pressure. The balloon could not maintain pressure when placed in the uterus. Unable to begin the procedure. There was a leak found in the balloon when it was tested. This may have occurred when the balloon was dipped into the d5w prior to the procedure. The tip hit the bottom of the bowl and perhaps the hole occurred at that time.once this was noted, hysteroscopy was once more performed to ensure no uterine perforation was noted. No perforation was visualized and the endometrial cavity distended normally.another thermachoice system was used, and was successful.